Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® push button blood collection set had a crack in the tubing. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 367344, batch no. 8262809. It was reported that there is a crack at the end of the tubing closest to the needle with the rubber stopper. Per site- we came across a box of defective 21g butterfly needles. There is a crack in the plastic tubing in all of them. The crack is located at the end of the tubing closest to the needle with the rubber stopper. The lot # is 8262809 and expiration date 09/30/2020.

Event description:
It was reported that bd vacutainer® push button blood collection set had a crack in the tubing. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no. 367344, batch no. 8262809. It was reported that there is a crack at the end of the tubing closest to the needle with the rubber stopper. Per site- we came across a box of defective 21g butterfly needles. There is a crack in the plastic tubing in all of them. The crack is located at the end of the tubing closest to the needle with the rubber stopper. The lot # is 8262809 and expiration date 09/30/20.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a crack in the tubing with the incident lot was not observed. Testing of the customer samples was performed and no leakage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA #891355. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for a crack in the tubing/leakage was not observed. Further investigation has been initiated through CAPA #891355. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: CAPA #891355 has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. Rationale: based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.